Event description:
Related manufacturer reference number: 1627487-2021-00968. Related manufacturer reference number: 1627487-2021-00969. Related manufacturer reference number: 1627487-2021-00966. This event is being filed to report unspecified scs ipg biological related issues, one of which resulted in explant due to infection. This event was captured within a literature review.

Manufacturer narrative:
A patient's scs ipg biological related issues, one of which resulted in explant due to infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. Based on the documents reviewed, the source of the infection remains unknown.